Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage caused by excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal collagen slipped into the vessel due to stenosis. The patient had peripheral arterial disease (superficial femoral artery occlusion). The chronic total occlusion (cto) of the right superficial femoral artery (sfa) was treated via antegrade approach. After an eluvia stent (boston scientific) was implanted at the sfa inlet, the angio-seal device was used for hemostasis. However, the collagen sponge slipped into the artery. The sheath was reinserted to dilate the stenosis caused by the collagen slipped into, but dilatation was insufficient. On the following day, all the collagen sponge, suture, and anchor were surgically removed from the patient. The prognosis of the patient is favorable. This event occurred around (B)(6) 2021, which was discovered during a conversation with the physician. The physician stated that the sheath of the angio-seal device was inserted too deeply at the time of positioning and the anchor may have caught the stent. The physician did not notice this and pushed the collagen sponge, which slipped into the artery. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. Blood loss was less than 250cc's. The patient has recovered. Hemostasis was successfully achieved by surgical treatment. The event occurred intra-operative. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Date of event: (B)(6) 2021. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: following day after implanted, unknown due to unknown date of event. Device manufacture date: unknown due to unknown lot number . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.